Event description:
It was reported that the patient returned to the operating room on (B)(6) 2022 for ventricular assist device (vad) explant and heart transplant due to a driveline infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
The onset of the patient's driveline infection is reported in MFR # 2916596-2022-12386 manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A specific cause for the reported driveline infection could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the pump cable cut approximately 9¿ from the pump header. The distal end of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed or adhered depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists infection (localized, driveline, and pump pocket or pseudo pocket infection) as an adverse event that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The heartmate 3 lvas patient handbook, rev. D, also contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the patient was admitted on (B)(6) 2022 with purulent drainage from the driveline site and was discharged on (B)(6) 2022 post transplant.